Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient began unspecific treatment (further details not reported) for the event. At the time of this report, the patient had recovered from peritonitis. On an unreported date, pd therapy was discontinued during treatment. No additional information is available.